Event description:
It was reported to philips that the geometry was not working on the azurion device. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, during a diagnosis procedure, lateral and longitudinal motorized movements of the frontal arm were not available. Nevertheless, the procedure was completed as planned on the same system. A philips field service engineer inspected the system onsite and confirmed that the cable encoder was damaged between the gears of the motor. The motor and the encoder were replaced during previous maintenance. However the cable routing was not correctly placed. The engineer replaced the cable, after which the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code grid was corrected.